Manufacturer narrative:
H10: the actual devices were not available; however two (2) photographs of the samples were provided for evaluation. The photographs were visually inspected and the sponge (foam) was protruding from the cap in one photograph. In the second photograph of the opened pouch, the sample was found acceptable. The reported condition was verified for one sample only. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of an unspecified quantity of minicaps were ¿dislodged¿ from the cap. This was observed prior to use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.